Manufacturer narrative:
UDI information is unknown. This MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. A corrective and preventative action has been opened to address the reported issue. A manufacturing DHR review is not applicable in this case because the defective component (battery pack) is not evaluated or tested in any way during the manufacturing process and the medfusion battery pack manufacturing records are retained by the supplier at their manufacturing site and are not readily available for review. A product sample was received for evaluation. Functional and visual testing were performed. The tamper seals were missing. The investigation found two broken tubing guides on case top. Cracked case bottom by l-bracket. The pump event history showed a force sensor in the error history log (ehl). The evaluation was performed, and the reported issue was duplicated, during power up process. Checked and tested the force sensor. Force sensor test at power up. Force sensor value stuck at 0. Force sensor will not calibrate and the force sensor cable damaged was from being pinched. User induced. The root cause of the reported issue was due to use error. The technician replaced the force sensor. Calibrated the pump, performed power up test and all functional tests which passed.

Event description:
It was reported that the device had a main board failure. No patient injury reported.